Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported battery will not a charge issue. The manufacturer¿s field service engineer (fse) replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications.

Event description:
The customer reported the battery will not hold a charge. There was no patient involvement.